Manufacturer narrative:
The unit passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, the insulin pump received with loud motor noise during rewind due to faulty motor. The insulin pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that their insulin pump motor is sounding noisy. The customer's blood glucose was unknown at the time of incident. Customer stated there is a crack on the screen and a crack on the center button. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.